Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter would not turn on. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, he was unable to obtain a blood glucose reading because his verio 2 meter would not power on and ¿stopped working¿, despite having changed the batteries. The patient was unwilling to advise what medications he uses to manage his diabetes or if he made any changes to his usual routine of diabetes management in response to the alleged product issue. The patient advised the csr that he experienced symptoms of ¿sleepiness and feeling weak¿ after the alleged product issue began but denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the csr confirmed that the patient did not have the subject device with him and was unable to perform troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading because of the alleged power issue.